Manufacturer narrative:
Additional information was received that patient¿s lead showed high impedances as confirmed by database analysis. The patient underwent a revision procedure wherein the lead was replaced. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was getting no coverage. X-ray result revealed fractured paddle lead. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was getting no coverage. X-ray result revealed fractured paddle lead. The patient will undergo a revision procedure.